Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: customer returned four syringes alongside a polybag identifying them as 0.5ml, 31 gauge, 8mm syringes from lot 0279510. Upon removing the needle shields, three of the syringes were found to have bent needles while the final one had a fractured needle. For all of these needles, the bending/breaking occurred slightly above the distal tip of the needle hub. The bent needles are bent in such a way that the syringe can still fit in the needle shield, but their functionality is clearly impacted from the damage. It cannot be determined when this happened based on the limited evidence presented, but it may have occurred as the result of forces placed across the length of the needle, potentially as a result of the needle shield coming into contact with the needle prior to use based on the feedback provided. Additionally, each of the plunger rods were tested for functionality. These plunger rods could easily be moved in and out of the syringes but would remain in place when left alone. No damage found. The plunger rods function as intended. A review of the device history record was completed for batch# 0279510. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. There was one (1) notification noted for raised shields. H3 other text : see h.10.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm experienced stopper deformation. The following information was provided by the initial reporter: consumer reported needle bent when shield was removed. Needle missing from syringe. Plunger rod separated from rubber stopper. Lot #: 0279510. Catalog #: 328509. Date of event: (B)(6) 2021.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0279510. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that the syringe 0.5ml 31ga 8mm experienced stopper deformation. The following information was provided by the initial reporter: consumer reported needle bent when shield was removed. Needle missing from syringe. Plunger rod separated from rubber stopper. Lot #: 0279510, catalog #: 328509, date of event: (B)(6) 2021.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 0.5ml 31ga 8mm experienced stopper deformation. The following information was provided by the initial reporter: consumer reported needle bent when shield was removed. Needle missing from syringe. Plunger rod separated from rubber stopper. Lot #: 0279510. Catalog #: 328509. Date of event: (B)(6) 2021.